Event description:
The caller reports that the patient was tested. The blood glucose results of "hi" (greater than 600mg/dl) and 186mg/dl were obtained on the accu-chek inform system. The caller states that the patient was tested again and an additional comparison with blood glucose results 463mg/dl and 213 mg/dl were obtained on the accu-chek inform system. On both occasions, test results were obtained within 10 minutes. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.